Manufacturer narrative:
H2. Correction: please note, h6 code a072001 no longer applies to this report. Additional information received by medtronic indicated that the cause of the stimulator battery not decreasing as expected was due to stimulation being turned off which was due to a patient use error. Thus, there was no malfunction of the implantable neurostimulator and the event does not meet the definition of a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the cause of stimulation being off was patient operation error. The stimulation was turned off after the charge was depleted, but the switch to turn stimulation on was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the charge not decreasing much was due to the stimulation being off. The action taken was the stimulation was set to on. Issue was resolved.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the MRI scan on march 6, the charge level of the stimulator has hardly decreased. Previously, it used to decrease by about 40% per day, but now it sometimes doesn't decrease at all, and when it does, it's only about 10%. There were no known environmental, external, and patient factors that may have caused the event. Upon checking with the recharger app, it was confirmed that the therapy was turned on. However, due to ongoing concerns, there was a request to consult with the person in charge during the appointment. This request was communicated to the person in charge. The issue was not resolved at the time of the report. No health damage was reported.